Event description:
It was reported that this pacemaker was explanted due to infection, as it was confirmed after the patient presented a pocket hematoma. No additional adverse patient effects were reported. The product is not expected to be returned for analysis.